Manufacturer narrative:
Incorrect data regarding initial reporter submitted in initial report. Corrected data being submitted for the following sections: section d. Operator of device changed to 'patient', section e. Initial reporter changed to : (B)(6). Section g. Report source changed to 'distributor', 'foreign'.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device failed a test step during testing. The device was re-calibrated in a repair test to address the issue.